Manufacturer narrative:
(B)(4). Method: actual device evaluated. Method: visual inspection. Method: electron microscopy (sem) evaluation. Result: the inspection and evaluation of the graft (including visual and an sem analysis identified no defects in the graft structure that could have caused or contributed to the defect that was reported. Testing was inconclusive as the site had cleaned/washed the graft prior to inspection which had significantly degraded the gelatin / glycerol content, thus no complete evaluation of the grafts gelatin/glycerol content or porosity testing was possible. Conclusion: unable to confirm complaint. Conclusion: device received in condition making evaluation impossible.

Event description:
This report is being submitted as a final report for manufacturers report no 9612515-2015-02008. Inspection activities of the returned device have been completed. This report only contains updated / additional information. Please note that the initial report was submitted to the FDA in paper format.

Event description:
Event was reported to vascutek as follows: the surgeon implanted the graft and when he released the cross clamp found the limb was oozing excessively and applied a sealant to stop it.